Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The button was not broken; it seemed deformed per the picture provided. The sutures were broken/frayed. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the button of the device broke. The provided pictures show torn and frayed sutures of the device. There was no harm for patient, operator or third party reported. No further information received. ***update avoe (B)(6) 2024 it was confirmed that the device failure occurred during an anterior cruciate ligament surgery and the implant was already in the patient. During tightening to pull the tendon into the drill channel, the suture broke and the button also broke. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.